Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd cathena¿ safety IV catheter, the safety mechanism did not activate. The following information was provided by the initial reporter: safety did not engage.

Event description:
It was reported that while using a bd cathena¿ safety IV catheter, the safety mechanism did not activate. The following information was provided by the initial reporter: safety did not engage.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12-apr-2022. H.6. Investigation: five unused representative samples with sealed packaging were received by our quality team for investigation. The samples were subjected to manual safety activation testing. All samples passed this testing. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.